Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on levels t10 and t12. A cement extravasation inferior to level t12 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Device not returned, f/u with rep.